Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and exudate flowed out from the pocket site. The implantable pulse generator (ipg) and right ventricular (rv) lead were explanted. The right atrial (ra) lead could not be explanted due to adhesion. The patient received a new ipg system. No further patient complications have been reported as a result of this event.